Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was not able to turn their device stimulation on after a full re-charge session. The patient had lost stimulation all together. No telemetry between devices was noted. In the past the patient had a history of having a flipped device, however per the patient, good coupling resulted from the last re-charge session. Recharge statistics were all zeros except for some dates, such as (B)(6) 2000. Completing physician mode recharge(s) were discussed. It was indicated that the patient participates in lots of stretching/yoga exercises. The patient's status was not reported. Additional information has been requested, but was not available as of the date of this report.